Event description:
The customer contact reported that upon incoming inspection of the device prior to clinical use, the device did not sound an audible alarm tone while on the high volume setting. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.